Event description:
It was reported that a revision surgery occured due to loosening.

Manufacturer narrative:
Only the insert was returned and evaluated. The base plate was not returned for evaluation. Pitting and wear were observed in the proximal articulating areas of the insert. Pitting on the insert was likely caused by the presence of third body debris such as bone or bone cement in the articulation zone. There was damage on the distal surface of the insert, which most likely occurred during explantation. The exact cause of the revision could not be determined from the received component.